Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level. System check indicated that the cartridge should be changed.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.